Manufacturer narrative:
Clarification to b5 description of event, h6 adverse event problem, and h10 related report numbers: the device in this record with sn (B)(6) was initially reported as the right-side device affected by capsular contracture. After additional information was received, it was identified that sn (B)(6) was the left side device, and there is no complaint. This record is no longer reportable to the FDA and will be un-reported. Please see mrn 9617229-2026-03665 for information related to the capsular contracture complaint.

Event description:
Healthcare professional reported "no complaint against the device". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported "no complaint against the device". This record is for the left side. Device was explanted.